Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Temporary pump stop: data logs were reviewed and the log at beginning of case shows a sudden increase in motor current and deviation in motor speed right before alarm #13 pump stop alarm. Placement signal also spikes up at time of pump stop. Pump was able to be restarted after multiple attempts and pump metrics were within normal limits after pump was able to be restarted. The cause of the temporary pump stop could not be determined as limited clinical details were provided and no product was returned for evaluation. High purge pressure/purge system blocked: data logs were reviewed and log at time of high purge pressure alarms noted a sudden step up in purge pressure with a small motor current spike. Purge pressure remained elevated without alarms for approximately 4 hours before another step up in purge pressure with a small motor current spike. "High purge pressure" alarms were triggered. Purge pressure remained elevated for approximately 4 hours before slowly resolving. The cause of the high purge pressure/purge system blocked was due to biomaterial ingestion based on data log analysis and clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a temporary pump stop. The pump restarted without intervention. Additionally, a high purge pressure alarm occurred. The issue was resolved with the administration of tissue plasminogen activator was initiated. Impella support continues.

Manufacturer narrative:
Additional information received: b5 and d6b updated corrections: d2a, d2b, g4.

Event description:
The pump was successfully weaned.